Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient started essure. In (B)(6) 2011, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), alopecia ("hair loss"), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (surgery to remove the essure, hysterectomy were performed on (B)(6) 2011). Essure was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea, alopecia, back pain, dyspareunia, migraine, vaginal discharge and procedural pain outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, alopecia, back pain, dyspareunia, migraine, vaginal discharge and procedural pain to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A hysterectomy was performed to remove micro-inserts around 4 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe pelvic pain") in an adult female patient who had essure (batch no. 626917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included colecalciferol (vitamin d), cyanocobalamin (vitamin b12), cyclobenzaprine hydrochloride (flexeril), hydrocodone, ibuprofen (motrin), naproxen sodium (aleve) from 2008 to 2011, oenothera biennis oil, oxycocet (percocet) and tocopherol (vitamin e [tocopherol]). In 2008, the patient experienced vaginal discharge ("irregular vaginal discharge"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), severe menstrual pain"), dyspareunia ("dyspareunia (painful sexual intercourse), pain during intercourse"), nausea ("nausea"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urinary tract infection ("uti") and fungal infection ("yeast infections"). In (B)(6) 2009, the patient experienced rash ("skin rash / body rash"). In 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced procedural pain ("suffered a painful post-operative recovery"). In 2012, the patient experienced bladder pain ("bladder pain"), vision blurred ("blurred vision") and bladder disorder ("bladder problems"). On an unknown date, the patient experienced back pain ("back pain"), migraine ("migraines"), premature menopause ("premature menopause"), urinary tract disorder ("urinary problems or changes"), peritoneal adhesions ("female pelvic peritoneal adhesions"), headache ("headaches"), mental disorder ("psychological or psychiatric problems,"), abdominal pain upper ("stomach pain"), diarrhoea ("diarrhea") and visual impairment ("vision change"). The patient was treated with surgery (surgery to remove the essure, hysterectomy were performed on (B)(6) 2011 salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, dyspareunia, rash and vaginal haemorrhage had resolved, the alopecia, vaginal discharge, procedural pain, nausea, premature menopause, urinary tract infection, fungal infection, bladder pain, urinary tract disorder, peritoneal adhesions, mental disorder, vision blurred, abdominal pain upper, diarrhoea, menorrhagia, visual impairment and bladder disorder outcome was unknown and the migraine and headache was resolving. The reporter considered abdominal pain upper, alopecia, back pain, bladder disorder, bladder pain, diarrhoea, dysmenorrhoea, dyspareunia, fungal infection, headache, menorrhagia, mental disorder, migraine, nausea, pelvic pain, peritoneal adhesions, premature menopause, procedural pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and visual impairment to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet: hormonal changes describe: premature menopause, hysterectomy (full), infection (bladder/ urinary tract/vaginal) type: uti and yeast infections, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, psychological or psychiatric problems, salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries), vaginal discharge, vision/eye problems type: vision change, gastrointestinal or digestive system condition type: stomach pain, diarrhea, hair loss, other injury(ies) or complication (s) please describe: fem pelvic periton adhesions added as events. Patient, reporter and product information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("there is a silver coiled wire embedded into the proximal tube and extends into the cornu") and pelvic pain ("pain, severe pelvic pain") in a (B)(6)-year-old female patient who had essure (batch no. 626917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation was performed with essure placement" on (B)(6) 2008. The patient's concurrent conditions included uterine fibroid (uterine fibroid 3.9 cm) and ovarian cyst (left ovarian functional cyst). Concomitant products included colecalciferol (vitamin d), cyanocobalamin (vitamin b12), cyclobenzaprine hydrochloride (flexeril), hydrocodone, ibuprofen (motrin), naproxen sodium (aleve) from 2008 to 2011, oenothera biennis oil, oxycocet (percocet) and tocopherol (vitamin e [tocopherol]). In 2008, the patient experienced vaginal discharge ("irregular vaginal discharge"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), severe menstrual pain"), dyspareunia ("dyspareunia (painful sexual intercourse), pain during intercourse"), nausea ("nausea"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urinary tract infection ("uti") and fungal infection ("yeast infections"). In (B)(6) 2009, the patient experienced rash generalised ("skin rash / body rash"). In 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced procedural pain ("suffered a painful post-operative recovery"). In 2012, the patient experienced bladder pain ("bladder pain"), vision blurred ("blurred vision") and bladder disorder ("bladder problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), migraine ("migraines"), premature menopause ("premature menopause"), urinary tract disorder ("urinary problems or changes"), peritoneal adhesions ("female pelvic peritoneal adhesions"), headache ("headaches"), mental disorder ("psychological or psychiatric problems,"), abdominal pain upper ("stomach pain"), diarrhoea ("diarrhea") and visual impairment ("vision change"). The patient was treated with surgery (surgery to remove the essure, hysterectomy were performed on (B)(6) 2011 salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, alopecia, vaginal discharge, procedural pain, nausea, premature menopause, urinary tract infection, fungal infection, bladder pain, urinary tract disorder, peritoneal adhesions, mental disorder, vision blurred, abdominal pain upper, diarrhoea, menorrhagia, visual impairment and bladder disorder outcome was unknown, the pelvic pain, dysmenorrhoea, back pain, dyspareunia, rash generalised and vaginal haemorrhage had resolved and the migraine and headache was resolving. The reporter considered abdominal pain upper, alopecia, back pain, bladder disorder, bladder pain, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fungal infection, headache, menorrhagia, mental disorder, migraine, nausea, pelvic pain, peritoneal adhesions, premature menopause, procedural pain, rash generalised, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and visual impairment to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: minute fragment of benign endocervix hysterosalpingogram - on an unknown date: total bilateral occlusion essure implants and tubal obstruction some distortion of the uterine cavity was noted at the time of the hysterogram, likely due to scarring following the nova sure procedure. On (B)(6) 2011, ultrasound: uterus 5.9 x 4.2 x 6 cm in size. One fibroid 3.9 x 3.3 x 2.6 cm, submucosal fibroid, more than 50% projecting into the endometrial cavity, midline most recent gonorrhea and chlamydia was within normal limits concerning injuries reported in this case the following one/ones were described in patient medical records: embedded device, medical device monitoring error. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received: reporters details added. Event added as novasure ablation was performed with essure placement, there is a silver coiled wire embedded into the proximal tube and extends into the cornu added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("there is a silver coiled wire embedded into the proximal tube and extends into the cornu") and pelvic pain ("pain, severe pelvic pain") in a 42-year-old female patient who had essure (batch no. 626917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation was performed with essure placement" on (B)(6) 2008. The patient's concurrent conditions included uterine fibroid (uterine fibroid 3.9 cm), ovarian cyst (left ovarian functional cyst) and visual disturbances (eyeglassess/contacts) since 2003. Concomitant products included colecalciferol (vitamin d), cyanocobalamin (vitamin b12), cyclobenzaprine hydrochloride (flexeril), hydrocodone, ibuprofen (motrin), naproxen sodium (aleve) from 2008 to 2011, oenothera biennis oil, oxycocet (percocet) and tocopherol (vitamin e [tocopherol]). In 2008, the patient experienced vaginal discharge ("irregular vaginal discharge"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), severe menstrual pain"), dyspareunia ("dyspareunia (painful sexual intercourse), pain during intercourse"), nausea ("nausea"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urinary tract infection ("uti") and fungal infection ("yeast infections"). In (B)(6) 2009, the patient experienced rash generalised ("skin rash / body rash /rashes or skin conditions type: skin rash/body rash"). In 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced procedural pain ("suffered a painful post-operative recovery"). In 2012, the patient experienced bladder pain ("bladder pain"), vision blurred ("blurred vision"), visual impairment ("vision change") and bladder disorder ("bladder problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), migraine ("migraines"), premature menopause ("premature menopause"), urinary tract disorder ("urinary problems or changes"), peritoneal adhesions ("female pelvic peritoneal adhesions"), headache ("headaches"), mental disorder ("psychological or psychiatric problems,"), abdominal pain upper ("stomach pain") and diarrhoea ("diarrhea"). The patient was treated with surgery (surgery to remove the essure, hysterectomy were performed on (B)(6) 2011 salpingectomy) and surgery (surgery to remove the essure, hysterectomy were performed on (B)(6) 2011 salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, alopecia, vaginal discharge, procedural pain, nausea, premature menopause, urinary tract infection, fungal infection, bladder pain, urinary tract disorder, peritoneal adhesions, mental disorder, vision blurred, abdominal pain upper, diarrhoea, menorrhagia, visual impairment and bladder disorder outcome was unknown, the pelvic pain, dysmenorrhoea, back pain, dyspareunia, rash generalised and vaginal haemorrhage had resolved and the migraine and headache was resolving. The reporter considered abdominal pain upper, alopecia, back pain, bladder disorder, bladder pain, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fungal infection, headache, menorrhagia, mental disorder, migraine, nausea, pelvic pain, peritoneal adhesions, premature menopause, procedural pain, rash generalised, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and visual impairment to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: minute fragment of benign endocervix hysterosalpingogram - on an unknown date: total bilateral occlusion essure implants and tubal obstruction some distortion of the uterine cavity was noted at the time of the hysterogram, likely due to scarring following the nova sure procedure. (B)(6) 2011, ultrasound: uterus 5.9 x 4.2 x 6 cm in size. One fibroid 3.9 x 3.3 x 2.6 cm, submucosal fibroid, more than 50% projecting into the endometrial cavity, midline most recent gonorrhea and chlamydia was within normal limits prescription of glassess and lenses for vision change and blurred vision. Concerning injuries reported in this case the following one/ones were described in patient medical records : embedded device, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A hysterectomy was performed to remove micro-inserts around 4 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.